Event description:
On (B)(6) 2012, pt reported the cartridge leaked insulin into the infusion device 2 weeks ago. He noticed condensation in the infusion device after the cartridge was in use for a day or so and believes the leak originated near the cartridge plunger. He reported a large amount of insulin had previously spilled into the infusion device. The infusion device, cartridge, infusion set, and adapter were requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.